Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5241 showed sixty-six other similar product complaint(s) from this lot number.

Event description:
It was reported that two cases of liquid leakage from mz connectors occurred with the catheters during infusion. After the mz connector was replaced for one of the cases, no liquid leaked for the time being. As for the other case, liquid leakage still occurred after replacements were made for the connector. This report addresses the first device.

Event description:
It was reported that two cases of liquid leakage from mz connectors occurred with the catheters during infusion. After the mz connector was replaced for one of the cases, no liquid leaked for the time being. As for the other case, liquid leakage still occurred after replacements were made for the connector. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the purple luer adaptor was confirmed and is likely related to the manufacturing process. A photograph of the proximal end of a 4fr s/l powerpicc was returned for evaluation of this complaint. The luer adaptor and part of the extension leg of the catheter were visible in the returned photo. A needleless injection cap was attached to the catheter and an extension set was attached to the needleless injection cap. A white liquid was seen within the extension set and catheter tubing. The white liquid appeared to infiltrate into the space between the catheter luer adaptor threads and the threads of the needleless injection cap. A napkin, which was underneath the catheter, appeared to have wet spots from the reported leak. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.